Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to remove and inspect the cartridge, discovering that the o-ring was not in place, and tried to load a new cartridge without success. Despite assistance to address issues like cleaning the pneumatic tap area and ensuring the cartridge was properly attached, the error persisted. Further troubleshooting was escalated as photos revealed the rack pushrod was damaged. The customer was informed they might need to use an alternative method for insulin delivery while a resolution was sought. No additional replacement could be provided due to warranty constraints.